Manufacturer narrative:
Upon further review it has been determined that this event is not reportable. The awareness date of this event is after this device was received and repaired by the manufacturer, which makes this event out of scope of recall z-0472-2021; therefore, this MDR is being cancelled. The event is covered under the total knee arthroplasty mako system risk table, hazardous situation ¿user is not provided adequate indication for registration confirmation¿ that the highest potential severity of harm is s1.

Event description:
Would not pass verification. Saw button catches. Case type / application: tka.

Manufacturer narrative:
Reported event an event regarding pre - surgery check failure involving a mako mics was reported. The event was not confirmed. Method & results -product evaluation and results: inspected per d06917 and determined failure of the following test steps: cable visual inspection - pass hand piece visual inspection - pass pivot handle lock test - pass collar test - pass original cable agitation test - pass tn 0835 cable functional (new cable) - n/a original description not confirmed. Disposition: rtv inspected by: rafael cabral -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the alleged failure mode was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Mics headpiece- serial number specific recall was initiated for the mics handpieces within scope of a CAPA. The investigation revealed that only specific the catalog number and serial numbers are impacted by the regulatory action. The root cause analysis identified a characterization issue associated with the mako integrated cutting system (mics) handpiece. Users have been instructed to return any specified hand piece to stryker.

Event description:
Would not pass verification. Saw button catches. Case type / application: tka.

Manufacturer narrative:
Serial specific voluntary recall was initiated for the mako integrated cutting system (mics) within scope of a CAPA. The initial root cause analysis determined that the process for characterizing mics handpieces for specific serial numbers deviated from its qualified state at the time of validation. The CAPA investigation is currently in progress and an updated communication will be submitted upon completion of the investigation.

Event description:
Would not pass verification. Saw button catches. Case type / application: tka.